Event description:
An (B)(6) male pt's son contacted zoll customer support to report several check therapy electrode pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon receipt the electrode belt failed the hi-pot, fall-off and therapy electrode (te) recognition tests. The cause for the test failures was a defective u723 (distribution node pca falloff mux) component in the electrode belt distribution node. Pins 11 and 12 of u723 were out of tolerance. The root cause for the defective component cannot be positively determined. In addition, the distribution node (dn) to rear te cable was pulled from strain relief. The damaged cable prevented the monitor from communicating with the electrode belt. The root cause for the pulled cable was unable to be positively identified, but was likely excessive force. No adverse event occurred due to the defective electrode belt. The pt received a replacement electrode belt.